Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).

Event description:
It was reported the patient had a magnetic resonance imaging (MRI) because her pain is "not being managed" and was "in a lot of pain." It was also reported at first the pump "worked well" but now the pump "is not working" and the dosage have been adjusted every couple of months. The physician had been made aware of the lack of pain relief. The patient does not believe her pump is "set correctly." The drug being used in the pump was clonidine, baclofen (unknown) and dilaudid (hydromorphone). Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).